Event description:
The tibial bearing was revised due to wear. The patella was also revised.

Manufacturer narrative:
Summary of evaluation: the device component can not be evaluated for the reported wear as it has not been returned to co but rather has been destroyed by the hospital. Attempts to obtain the device, catalog number, and lot code have been unsuccessful. A review of the device history record for this component is not possible as the lot code has not been provided. The info provided would suggest that this component is a tibial component, not a "bearing" component.